Event description:
Additional information indicated that there was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Several types of alarms were found to be recoded in the device history log. Occlusion testing was performed and the reported "upstream occlusion alarm" error could not be duplicated. In user mode the device did not alarm and the occlusion test passed.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The event history log confirmed that the device did alarm for an occlusion, but the issue was not duplicated. The occlusion test passed with out an alarm.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an upstream occlusion alarm. There was no reported injury to the patient.